Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient stated that upon removing the sensor, it left a slightly dark spot that did not seem to go away. The dark discoloration of the skin was located underneath the sensor where the adhesive rested on the body. The reaction looked like spots as if dyed by the patch. Reportedly, skin reactions occurred beginning in 2016, but at the time the spotting was very minor. It has since built up to be more noticeable. The number of reactions and incident dates were not provided. The patient asked a doctor about the discoloration during a routine visit, however the doctor did not know what it was and referred the patient back to dexcom. Exact date of medical intervention was not provided. No additional event or patient information is available.